Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 369 mg/dl. Customer experienced nausea, vomiting, abdominal pain, difficulty breathing and treated their high blood glucose levels via insulin pump. Customer was admitted into the emergency room of arkansas methodist hospital on july 12, 2018. Customer was hospitalized on july 12 and july 13 due to high blood glucose and had an infection. Customer advised the down arrow of the insulin pump did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.